Event description:
The customer reported that 232 ml of tpn infused in less than one hour. The intended rate of infusion ws 5.5 ml/hr. The pt was transferred to a higher level of care. After the event, the pt's glucose was over 500, an eeg was normal and an MRI showed a small bleed which was felt to be due to the baby's vaginal delivery, not the over-infusion. The baby was reported to have recovered.

Manufacturer narrative:
(B)(4). Log review only no devices rec'd. The customer reported that the pump will be sent to (B)(4) for physical evaluation; however logs were provided and a preliminary review has been performed. On (B)(6) 2013 at 12:42 pm, pcu was powered on and three modules were attached. Channel b was identified as the module for the tpn infusion. Channel b was programmed using maintenance fluid with a rate of 5.5 ml/hr and a vtbi of 5.5 ml and was started at 12:50 pm. The restore feature was utilized four times up until 7:54 pm when the infusion was terminated. At 7:55 pm channel b was turned on an programmed using tpn with a rate of 5.5 ml and a vtbi of 5.5 ml. This infusion was restored at 8:58 pm, paused at 9:18 pm and then terminated at 9:23 pm. It could not be determined by the log review why the program was terminated by the user.